Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection was performed and a cracked battery compartment was observed. Investigation revealed that the battery cap is stripped and will not properly hold power to the pump. The pump boots to verify screen with auditory and vibratory alarms. The display screen was found to have a reddish tint to it and the test display was inserted and the reddish tint did not travel to the test display. A review of the black box shows several reboots occurring prior to and on the reported event date. The pump was exercised for 24 hours with no loss of power or reboots being duplicated. (B)(6). Device history record review was conducted on 02/06/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the battery cap was stripped and the display screen had a reddish tint. This report is made based on results of investigation completed on (B)(4) 2013.